Manufacturer narrative:
Other relevant device(s) are: product ID: bi40000027r. A medtronic representative went to the site to perform a system check out and the processor was replaced. The system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not getting to 2d with the x-ray progress bar periodically cycling from left to right. The manufacturer representative(rep) attended the site and troubleshooted the issue by initially checking the log. The representative found entries for "frame grabber not ready". The rep found the high voltage was present, but noticed "fiber" status led on the rear of the paxscan module to be amber. On further inspection, the rep found that only the "power" indicator on the front panel to be lit greenand all other indicators (i.e. Run, frame, cal , error and dual 7-segment led) to be blank. The rep powered off the unit and on again, but there was no change of status indicators on the front and rear of paxscan module. The rep tried to connect to the paxscan module via viva software from remote desktop, but was getting network errors. Reasoned from above troubleshooting steps for there to be a problem with the command processor "paxscan". The command processor was replaced and the system's receptor_configuration_file was updated with the new serial number of command processor. The system accuracy was confirmed by acquiring a 3d test scan with the blue spine phantom and verified accuracy with the passive blue blunt planar probe. The rep was able to navigate accurately over the spine phantom landmarks. There was no pa tient involvement.

Manufacturer narrative:
G2: correcting source to include "foreign." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the replaced cpu was returned for analysis. Analysis confirmed the reported complaint. "Fiber" status led on rear of paxscan module was amber. It was installed in a test system, and the system did not initialized. Paxscan also did not power on. It was determined to be an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.